Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several weeks post implant the right ventricular (rv) lead had high thresholds and was undersensing the his waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.